Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant procedure of a right atrial (ra) lead, a chest x-ray noted that the lead had dislodged. The lead was repositioned, and it remains in use. No patient complications have been reported as a result of this event.